Manufacturer narrative:
The certas valve was returned for evaluation. Device history record (DHR) - the certas valve, product code 82-8804pl, with lot number 4405027, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; no defects noted. The valve was hydrated. The valve was leak tested and no leaks noted. The catheter was irrigated, no occlusions noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Manufacturer narrative:
(B)(4). The certas valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A facility reported that on (B)(6) 2020 the physician implanted a certas plus valve with siphon guard. There was no flow noted after placement and the valve was then removed and a new one was placed.